Manufacturer narrative:
Associated medwatches: 2916714-2020-00439, 2916714-2020-00440, 2916714-2020-00441, 2916714-2020-00442, and 2916714-2020-00443. Reference code nx051z: device name as vega ps tibial plateau, cemented t1, serial number n/a, batch number unknown, UDI device identifier (B)(4), UDI production identifier unknown, basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date unknown. Ref.code device name batch: nx027z as vega ps femoral comp.cemented f3n r unknown, nx042 patella 3-pegs p2 unknown, nx100 vega ps gliding surface t0/0+ 10mm unknown, nn260p plug f/tibial plateau unknown. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
No updates.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Should additional relevant information become available, a supplemental medwatch report will be provided.

Event description:
It was reported to aesculap inc. That an as vega knee implant, comprised of the following components, as vega ps femoral comp. Cemented f3n r (part # nx027z) (ref. Associated MDR ID 2916714-2020-00439), a patella 3-pegs p2 (part # nx042) (ref. Associated MDR ID 2916714-2020-00440), a as vega ps tibial plateau cemented t1 (part # nx051z) (ref. Associated MDR ID 2916714-2020-00441), a vega ps gliding surface t0/0+ 10mm (part # nx100) (ref. Associated MDR ID 2916714-2020-00442), a plug f/tibial plateau (part # nn260p), was implanted on (B)(6) 2012. According to the complainant, the patient experienced loosening of the as vega knee, which resulted in a revision surgery being performed on (B)(6) 2019. The cement used during the primary surgery is unknown. No known adverse patient effects occurred as a result of the revision surgery. The complaint device is not available to be returned to the manufacturer for evaluation. Additional information has been requested, but has not been made available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: nx027z as vega ps femoral comp. Cemented f3n r lot # unknown, nx042 patella 3-pegs p2 lot # unknown, nx051z as vega ps tibial plateau cemented t1 lot # unknown, nx100 vega ps gliding surface t0/0+ 10 mm lot # unknown, nn260p plug f/tibial plateau lot # unknown.